Event description:
It was reported that approximately 28 months post-implant of a bifurcated device, an infrarenal aortic extension, and a limb extension, an angiogram revealed a junctional endoleak, between the bifurcated main body to aortic cuff. The angiogram revealed there was 2 1/2 cm overlap between the devices. The patient was treated with an additional infrarenal aortic extension, which successfully corrected the endoleak and gained an additional 3 cm of overlap. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and imaging were provided and reviewed by the medical director with the following impression: an angiogram revealed an endoleak at the bifurcation level. The angiogram shows very little overlap of the components which may be a contributing factor for the endoleak. Based on the review of the available information, there is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.